Event description:
It was reported that the minicap transfer set spontaneously disconnected from the titanium adapter. There was no report of patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.